Manufacturer narrative:
(B)(4) initial report additional information, including device details has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be retrieved and reviewed.

Event description:
It has been reported to corin (B)(4) that a patient received a corin hip replacement which had to be revised after approximately 1 year due to pain in the thigh, lower groin and back. No device details have been provided.

Manufacturer narrative:
(B)(4). Corin attempted to contact the customer on numerous occasions to obtain additional information to aid this investigation. Corin have had no response from the customer since 2nd august 2016, therefore there was only very limited information available to aid the investigation. The appropriate device details have not been provided, thus the device manufacturing records could not be identified or reviewed and the explanted devices have not been returned to corin for examination. Based on the above, corin now considers this case closed, however, should further information be provided, this case may be re-opened for further investigation.

Event description:
It has been reported that a patient received a corin hip replacement which had to be revised after approximately 1 year due to pain in the thigh, lower groin and back. No device details have been provided.